Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device didn't pressurize when connected. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction. The clinician replaced the ventilator to continue to treat the patient.

Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Additional information was provided that the night time respiratory therapist (rt) reported that the device does not pressurize; however, the day time respiratory therapist (rt) reported that the device pressurizes without any issue. A field service engineer (fse) was dispatched to go onsite to evaluate the device's performance. The unit was put through numerous calibrations and performance checks and the device passed all tests and operated according to OEM specifications. Based on the devices testing results and additional information provided, the issue is suspected to be related to customer setup and not a device malfunction.